Event description:
While surgeon was drilling with the 2.0mm drill bit when the tip broke off. The surgeon was able to retrieve the broke tip of the drill bit from the bone within 15 minutes. The procedure continued without incident after the reported event. The surgeon was pleased with the outcome. This is report 1 of 1 for complaint number (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient age at time of event reported as (B)(6). Additional product codes: hsz, gfa, gff. Device is an instrument and is not implanted, explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 2.0mm drill bits was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no anomalies noted. Placeholder.

Manufacturer narrative:
Additional narrative: a product development evaluation was performed. The returned 2.0mm drill bit quick coupling, 125mm (part # 310.21, lot # 7571280) was received for evaluation and it was received in two pieces. It was broken approximately 105mm from the quick coupling end. The clean break appeared to be perpendicular to the axis of the drill. Product drawings were reviewed as a part of this evaluation. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. This complaint is invalid from a design perspective.

Manufacturer narrative:
Additional narrative: the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Placeholder.

Manufacturer narrative:
Additional narrative: manufacturing evaluation was performed on the returned product. The drill bit was received in a sealed plastic pouch. The base and drill tip were broken approximately 2mm from the drill point. The drill shank was bent. Product met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition.